Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files captured the pump functioning as intended. The patient remains ongoing on lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse event that may be associated with the use of the heartmate 3 lvas, including right heart failure. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was admitted for syncopal episodes. They had 3 episodes in the previous 3 weeks, with the latest occurring on (B)(6) 2025. The patient was unable to recall what time they lost consciousness on (B)(6) 2025. Log files were sent for review to see if there was anything related to the pump. The event log captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended. All vad numbers are stable and were at a baseline number for the 5-day data capture. By history, the syncopal episodes sounded mostly orthostatic in nature. It was suspected that the combination of the patient's right ventricle (rv) dysfunction and moderate continuous aortic insufficiency (ai) may be contributory to these episodes. The patient's chronic home medication midodrine was increased while they were inpatient. The event resolved during the inpatient stay. The patient was discharged on (B)(6) 2025 with a clinic follow-up appointment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Right heart failure (rhf) and aortic insufficiency (ai) did not exist pre-left ventricular assist device (lvad). It was unknown whether a device related issue contributed to rhf or ai.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that a head computed tomography scan was negative. Left ventricular assist device (lvad) log files with no abnormal findings. Transthoracic echocardiogram during admission showed ejection fraction of 20-25%, right ventricle, left atrium, and right atrium were all mildly dilated, mild to moderate aortic insufficiency, with no opening of valve. There was also mitral regurgitation seen. The patient had right ventricle dilation noted on records from a transthoracic echocardiogram on (B)(6) 2024. It was not reported that the right ventricular dysfunction was related to the device. The patient reported having increased dyspnea, chest discomfort, and lightheadedness with minimal exertion, palpitations and left arm numbness. The right ventricular failure was not treated. Symptoms were investigated via lvad optimization study. Midodrine was ordered for orthostatic hypotension; midodrine was weaned and discontinued prior to discharge with resolve in blood pressure and symptoms. The event resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The submitted log files captured the pump functioning as intended. The patient remains ongoing on lvas (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse event that may be associated with the use of the heartmate 3 lvas, including right heart failure. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.